Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "found primary tubing with small hole near top of silicon portion that is inserted into the pump channel. Liquid from heparin drip was leaking onto the floor from pump channel. The 3rd time I have found this issue with primary tubing having small hole in same location. The patient did not see any negative impact. A location of critical care was provided.

Manufacturer narrative:
The customer¿s report that the set leaked from the pumping segment was confirmed. Visual inspection of the set observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0236 inches long. Visual examination under magnification noted no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "found primary tubing with small hole near top of silicon portion that is inserted into the pump channel. Liquid from heparin drip was leaking onto the floor from pump channel. 3rd time I have found this issue with primary tubing having small hole in same location. The patient did not see any negative impact. A location of critical care was provided.